Event description:
Customer reported the system displayed a "housing overheat" error code. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found that customer had been using system at max technique for extended periods on three different occasions without allowing system to cool down. Rep advised customer of temperature display and that users should allow system to cool down. System operates as intended.